Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery charger. The patient was provided with a replacement battery charger.

Event description:
A (B)(6) female patient called on to zoll lifecor customer support to report that her battery charger was not charging her batteries. Review of the patient's download showed some "battery charger faults." The patient was provided with a replacement battery charger.